Event description:
On (B)(6) 2010, pt reported receiving an e2 (battery depleted) alert message. Pt stated she did not recall seeing an a2 (battery low) alert displayed. Had pt go into alarm history; verified that the a2 (battery low) alert was never displayed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.